Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip of the stent was caught in the transition of the non-bsc guide extension catheter. The device was removed from the patient's body and the edge of the stent was noted to have kind of peeled back. No patient complications were reported and the patient's status was fine.